Event description:
Information was received from a healthcare professional via a company representative in regard to a patient receiving an unknown type of drug via an implantable infusion pump. The indication for use (IFU) was listed as spinal pain. A possible infection and erosion was reported. The event date was reported as (B)(6) 2016-. It was unknown what factors, diagnostics, or interventions were related to the event. It was unknown if the issue was resolved at the time of report. A possible explant was reported. The patient's status at the time of report was alive no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.